Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was resetting.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger would not charge a battery. Upon evaluation, u13 8-bit cmos flash micro-controller was corrupted on the bedside board. In addition, the bedside board was contaminated. The cause of the resetting was the corrupted u13 component. The root cause of the corrupted component cannot be positively identified but was likely due to liquid ingress of an unknown contaminant. No adverse event resulted from the corrupted component.